Event description:
During a therapeutic laser ureteroscopy procedure, this basket broke, leaving a prong in the ureter. The kidney stone was not removed and a stent was placed. The stent was removed in 2003 and subsequent attempts to re-insert a stent failed. Nephrostomy placement was required. There was damage to the ureter.